Manufacturer narrative:
Other applicable components are: product ID: 3888-45, lot# va1g492, implanted: (B)(6) 2018, product type: lead. Product ID: 3888-45, lot# va1hf7j, implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient received the oor message on all groups. The representative ran impedances and it was determined that contacts 12-15 showed high impedances. The patient reported that they fell two weeks earlier. Program 4 (contacts 12-15) was removed from all the patient's programmed groups. The representative reported that it was possible that a lead was broken. The issue was not resolved. No symptoms or further complications reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3888-45, lot# va1g492, implanted: (B)(6) 2018, product type: lead; product ID: 3888-45, lot# va1hf7j, implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that the cause of the high impedances was not determined and an x-ray hadn't been taken of the leads. The representative programmed around the impedance issue but they noted that the issue was not resolved. No further complications reported.